Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported the silicone segment separated leading to the nurse being sprayed with blood. There was no report of patient harm or medical intervention. No additional patient harm or event details were provided by the customer.